Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm displayed 390 mg/dl, while a fingerstick blood glucose (fsbg) reading measured 564 mg/dl. Following these readings, the patient experienced vomiting and diarrhea. He entered the fsbg value into his omnipod insulin pump to self-administer insulin but vomiting continued. The patient¿s mother called 911, and paramedics responded. The patient did not recall the cgm or fsbg values at that time. Emergency medical services (ems) administered intravenous (IV) fluids, and vomiting persisted during transport. Upon arrival at the emergency department (ed), the patient did not recall the cgm or fsbg values. The omnipod pump was removed, and the patient received IV fluids and IV insulin and admitted. During hospitalization, the patient reported receiving IV antibiotics but was unable to recall the medication name, dose, or clinical indication. The patient reported diarrhea as the only associated symptom during the event. No other treatment information was reported. After treatment, the patient reported improvement, with vomiting resolving approximately one hour later. Prior to discharge, the patient reported a cgm reading of 180 mg/dl, while a fsbg showed 175 mg/dl. The patient was discharged on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b and a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.